Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218590 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 218590 and device part number 195-430h/ lot 215911. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218590 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed between (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses result one (1) of three (3). The consumer reported false negative result with the binaxnow covid-19 antigen self-test performed using nasal sample on (B)(6) 2023. The consumer tested positive on (B)(6) 2023 (type of test unknown). The consumer was reportedly symptomatic with headache and runny nose. The consumer confirmed that she was exposed to a covid-19 positive person. No additional information was provided.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed between (B)(6) 2023. This MFR. Report addresses result one (1) of three (3). The consumer reported false negative result with the binaxnow covid-19 antigen self-test performed using nasal sample on (B)(6) 2023. The consumer tested positive on (B)(6) 2023 (type of test unknown). The consumer was reportedly symptomatic with headache and runny nose. The consumer confirmed that she was exposed to a covid-19 positive person. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.